Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced recurrence, pain, dyspareunia, and fistula. No other info is available. No other info is available.